Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a pt was hospitalized at 03:30 pm in 2007 due to hypoglycemia. Reportedly, the pt checked his blood glucose at 02:20 pm on the same day, and it is reported to have been "low", he ate carbs and drank juice, but was taken to the ER when he became "confused". Upon admit, the pt's blood glucose was 51mg/dl, the pt was treated with IV dextrose. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.